Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was the mid left anterior descending artery with moderate tortuosity, heavy calcification, and 99% stenosis. Another company's guide wire and the 15 x 12 mm voyager were advanced towards the lesion. The voyager was inflated to 10 atm, but the vessel was not fully dilated. The pressure was increase to 16 atm and the voyager balloon ruptured. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification, lesion tortuosity, excessive applied pressure, or insufficient preparation prior to use. Reportedly, the balloon was inflated above the rbp. The IFU states: "balloon pressure should not exceed the rbp". In this case, the high pressure inflation or the heavy calcification may have contributed to the balloon rupture; however, without a returned device for analysis, a definite root cause for the balloon rupture cannot be determined.